Event description:
According to the reporter, during a laparoscopic right video-assisted thoracic surgery (vats), right upper lobectomy, while at the upper right lung, the staple reload jaws were locked on fourth firing over lung tissue when first handle was used and the adapter stopped being recognized. Handle was removed and re-attached to the adapter to recalibrate, but attempt was not successful. Next attempt was to attach a new adapter with the handle, but again it was not recognized. A retraction could not open the jaws and the retraction tool broke. A manual stapler was used to resolve the issue and cut/stapled alongside the reload of the locked jaws. There was an unanticipated tissue loss. The surgical time extended 30 minutes or more due to the product problem.

Manufacturer narrative:
D10 concomitant product: sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm (lot#: unknown); sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm (lot#: n2m0529y); sigphandle, sig power sigphandle handle (serial#: (B)(6) ); sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: (B)(6) ); sigphandle, sig power sigphandle handle (serial#: unknown); sigmret, sig power sigmret manual retract tool (serial#: unknown); sigpshell, sig power sigpshell control shell (lot#: unknown); sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm (lot#: n3b0030y). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right video-assisted thoracic surgery (vats), right upper lobectomy, while at the upper right lung, the staple reload jaws were locked on fourth firing over lung tissue when first handle was used and the adapter stopped being recognized. Handle was removed and re-attached to the adapter to recalibrate, but attempt was not successful. Next attempt was to attach a second adapter and second handle to unlock the jaws, but again it was not recognized. A retraction could not open the jaws and the retraction tool broke. A manual stapler was used to resolve the issue and cut/stapled alongside the reload of the locked jaws. There was an unanticipated tissue loss. The surgical time extended 30 minutes or more due to the product problem.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted there was damage noted to the connection surfaces of the tip of the firing rod. Functionally, the blue unload switch could only be depressed partially depressed. The adapter was connected to the gen2 adapter black box running gen2 acc software. The adapter had 3 of 50 procedures remaining. The main screen indicated the strain gauge was functional and in the appropriate range but was not responsive with the firing rod retracted against the hard stop. The firing rod was returned to home position using the manual retract tool and the strain gauge became responsive. The adapter was connected to a representative handle running 29.5 software and the device calibrated correctly. A representative reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The unit was able to be rotated and articulated in all directions without hang-ups or sluggishness and was able to be fired without any issues. After firing, the unit was reconnected to the gen2 acc software and no new errors appeared. It was reported that the jaws of the device remain closed on tissue. The reported issue was confirmed. The most likely cause was not traced to the device. It was also reported that the handle did not recognize the adapter. The reported issue could not be confirmed. The most likely c ause could not be established from the information available. The evaluation detected an unreported condition: after disassembling the device, the j-hook was evaluated. There were deformations present on the j-hook which were indicative of the user trying to remove the reload before the firing rod has returned to the proper home position. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload, center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.